Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted to treat stress urinary incontinence/pelvic organ prolapsed. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was later reported on 09/25/2013, that the patient underwent a gynecological procedure on (B)(6) 2009, and mesh were implanted. It is also reported that the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, vaginal scarring, urinary/bowel problems. It was reported that patient underwent excision of eroded mesh on (B)(6) 2009. It was reported that patient had injection of durasphere to treat incontinence and intrinsic sphincter deficiency on (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
Upon review, it was noted that this device was not implanted into this patient. Therefore, this is not a reportable event. Medwatch report # 2210968-2013-31539 is being voided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.